Manufacturer narrative:
A partial lead (only distal portion) was returned in one piece. Visual inspection found two external insulation abrasions. The cause of external insulation abrasions is consistent with friction to device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.